Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by bmc musculoskeletal disorders, titled ¿clinical and radiological comparison of three different reverse shoulder arthroplasty designs for patients with primary osteoarthritis¿. The study reviewed forty-six (46) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address primary oa, using the arthrex univers revers modular glenoid system. During the minimum two (2) year follow-up period, seven (7) patients experienced scapular notching. Source: imiolczyk, j. P., audigé, l., freislederer, f., schneller, t., ameziane, y., touet, a., & scheibel, m. (2025). Clinical and radiological comparison of three different reverse shoulder arthroplasty designs for patients with primary osteoarthritis. Bmc musculoskeletal disorders, 26(1), 577.